Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a screw broke in-situ during a procedure and the procedure was delayed by 10-minutes. The remaining screw was not removed from the patient, but the screw head was discarded. A competitor's screw was used able to successfully complete the procedure. Attempts have been made and no further information has been provided.